Event description:
The customer reported being in the emergency room due to strep throat and high blood glucose of 450mg/dl. The customer experienced vomiting and excessive thirst. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found multiple low reservoir and low battery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.